Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Address shortened (B)(6).

Event description:
It was reported the camera head presented a flickering image. This event occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to cable malfunction a root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reported malfunction could not be determined. Additionally, the probable cause of the investigation finding is cause traced to component failure (cable). Olympus will continue to monitor field performance for this device.